Manufacturer narrative:
Investigation summary: the customer complaint of holes in tubing was received. A photo was provided and on the assembly drawing the location of the tubing tares can be seen. No sample was receive so an investigation could not be performed to verify the complaint. A device history record review for model 72213n, lot number 20073130 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that the sec set 20dp 30in w/hanger ll tubing had holes in it. The following information was provided by the initial reporter: "one of my weekend nurses gave me this package stating that there were 3 secondary sets with holes around the top of the tubing near the drip chamber."